Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to start, remaining stuck at 0:00. Upon further inspection, philips field service engineer (fse) confirmed the reported issue and fse replaced the flexvision pc, still the problem persisted. The defective flexvision pc was returned to failure analysis which confirmed the memory/ram failure. Fse downloaded the flexvision software to the new pc and recovery software to the exam room's tsm-b. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.